Event description:
It was reported that this pacemaker had entered safety mode. In safety mode the patient felt pectoral stimulation. Subsequently the device was explanted and another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.